Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the second treatment, the aquabeam robotic system generated an "e22 - motorpack error". As a result, the treating surgeon proceeded with focal bladder neck cautery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing was able to replicate the reported issue; however, the root cause was unable to be determined. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 24c01971 was conducted, which confirmed that there were no nonconformances, discrepancies or issues that could potentially be related to the reported failure. The lot met all required specifications and was deemed acceptable to be released for distribution. The aquabeam robotic system user manual, sj-um0101-00 rev. B, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.